Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a fall about a month ago and noticed stimulation was not working as well and had a return of symptoms. It was noted patient had tried different amplitudes and programs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the stimulation not working as well and return of symptoms was most likely due to the patient retaining > 400 cc of urine. The patient was taught how to perform clean, intermittent, bladder catheterization to resolve the issues.